Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving ganglefen (2000mcg/ml at 200mcg) via an implantable pump. It was reported that the patient was not getting adequate therapy of intrathecal baclofen. The patient's symptoms of spasticity returned more strongly. The patient's catheter access port aspiration was attempted but was not successful. Imaging was performed and it was discovered that the catheter was not placed in the intrathecal space, possibly epidural. A surgical revision of the entire intrathecal catheter was performed. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.